Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the hospital with fever, chills, dizziness, and syncope. Upon admission, the patient was found to have positive blood cultures for staphylococcus aureus and was diagnosed with staph aureus sepsis/bacteremia. A gallium scan was positive in the device pocket. The infection was suspected to be procedure-related; however, it was unknown whether the infection was related to any device. The implantable cardioverter defibrillator (ICD) and the associated right atrial (ra) and right ventricular (rv) leads were subsequently explanted. Patient condition was stable.